Event description:
During follow-up, externalized conductors were observed via fluoroscopy. Lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
A partial lead was returned, cut at 40.0cm from the helix end. Internal insulation abrasion was found between 9.6cm to 11.5cm from the helix end. External insulation abrasion was found between 24.3cm to 24.7cm from the helix end. The etfe coating was intact at these locations.